Event description:
It was reported that during equipment testing conducted at the user facility the trigger of the device was stuck, causing the device to continue to run after the trigger was released by the user, posing the risk of a cut to a user or patient. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Corrosion/debris was observed in the trigger area.

Event description:
It was reported that during equipment testing conducted at the user facility the trigger of the device was stuck, causing the device to continue to run after the trigger was released by the user, posing the risk of a cut to a user or patient. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.